Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. (B)(4). Device will not be returned

Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 415 mg/dl, 510 mg/dl (mobile) and 154 mg/dl, 244 mg/dl (compact plus). No actions taken based on device results. No adverse event reported.